Event description:
Started new IV site on infant 1 hour prior to event. Within the hour, the IV hub (microbore extension set 6 inch clave connector, pre-pierced t-site) was leaking. The IV insertion site was intact, but the fluids were leaking around the hub. IV was redressed and flushed with new IV hub and issue did not happen again.